Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was unknown mg/dl at the time of incident. The customer stated that they were not feeling well at the time of incident. The customer stated that they were given insulin through IV drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer mentioned that they had a bent cannula. The insulin pump will not be returned for analysis.